Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that when the patient had turned the ins too high to where they felt a throbbing in the rectum/urethra. There were no further complications reported or anticipated.

Manufacturer narrative:
Occupation: non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neuro stimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor patient reported that they had a bad fall flat on their back and hit hard on the hard wood floor a week today and thing has not improved any. They further experienced pain in their left buttock with the ins is located and they felt miserable because it hurts especially at night time when they are trying to get comfortable. Patient had an appointment on (B)(6) 2018 with their health care provider. Patient also started that they had done various adjustments on their ins because they still do not urinate that good and had been takin laxative to get their bowel going and the ins has not helped with the bowels and that she still takes fluid pills to get urinate like she should. Patient further reported that they were a little loopy after implant and that she was trained under anesthesia. No further complications were noted or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.